Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In april 2024 the user underwent an 1.5t MRI on her shoulder. Since then she has been experiencing daily headaches and periodic pain at the implant site. The user has since moved to another state and is seeking care there. She reported that the device will be explanted in december 2024. Information on the new clinic, audiologist, and surgeon have been requested. The surgery date is still pending.